Manufacturer narrative:
Carefusion file identifier: (B)(4). Any additional information received from customer will be included in a follow up report. (B)(4). The carefusion factory service technician examined the user interface module (uim) powered on normally and left uim running for 2 hours with no issues. The cfn technician could not duplicate the reported blank screen. This reported issue will be tracked and the situation will be internally investigated.

Event description:
The customer reported while using the avea ventilator, the user interface module (uim) goes blank two minutes after being powered up. The customer reported no patient involvement associated with this event.